Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath assembly and imaging window were observed kinked. Microscope inspection showed ripples on the imaging window, and the drive cable was twisted.

Event description:
Reportable based on device analysis completed on 24 nov 2025. It was reported that a catheter issue occurred. The 77% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but it could not cross the lesion due to calcification. The procedure was completed with another of the same device. The patient remained stable and no complications were reported. However, device analysis revealed ripples on the imaging window, and the drive cable was twisted.